Event description:
The robotic instrument was used in a robotic whipple procedure. According to documentation, the instrument "locked up" and the instrument had to be pulled out with the instrument release kit. No harm to the patient was reported. The robotic instrument was removed, tagged, and replaced with a new one. The instrument is a one-time-use instrument.